Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 182 mg/dl. The customer stated that insulin was squirting out during manual prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed during basic occlusion test due to faulty force sensor resistor. However, the insulin pump powered up properly after battery installation, the operating currents within specifications and no failed battery test noted. The insulin pump passed displacement test. The drive support was inspected and no anomaly noted. The insulin pump had cracked at the display window corners, cracked case at the reservoir tube window corners, cracked belt clip slot, cracked battery tube threads, minor scratches on the lcd window and reservoir tube window.